Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a hedgehog dual-ended brush was used during scope cleaning performed on (B)(6)2022. During scope cleaning, the tip came off after passing down into the colonoscope. It was unknown how the bristles were removed from the scope. The procedure was completed with another hedgehog dual-ended brush. There was no patient involvement with this event.